Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the rate/sense and shock electrogram causing multiple nonsustained episodes, one diverted episode, and pacing inhibition. The noise was reproduced when the patient pressed his arms together. The lead measurements were normal and stable. The device was programmed to least sensitivity without success. The rv lead is a competitor's dedicated bipolar, single coil model.